Event description:
It was reported that the patient presented for a follow-up in the clinic with syncope. Upon interrogation, it was noted that the right ventricular lead exhibited noise over-sensing, which resulted in pacing inhibition. Programming changes were made. The patient was stable.